Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations") and fall ("multiple falls") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), musculoskeletal pain ("polyarthromyalgia"), urinary incontinence ("urinary incontinence") and balance disorder ("loss of balance"). On an unknown date, the patient experienced fall (seriousness criterion disability). At the time of the report, the menorrhagia, fatigue, musculoskeletal pain, urinary incontinence and balance disorder had not resolved and the fall outcome was unknown. The reporter provided no causality assessment for balance disorder, fall, fatigue, menorrhagia, musculoskeletal pain and urinary incontinence with essure. The reporter commented: the patient had to change her job. Disability leave following multiple falls. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.